Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer suffered seven low blood glucose episodes within ten days. It was reported that customer was out of the country for the first three episodes. Customer recovered with sugar packets. Another three episodes occured when customer was at home cooking or sleeping. Customer was unconscious for 24 hours during the fourth episode. At the seventh episode, customer was getting into her car from grocery shopping. Customer was not able to get into her car and was hanging from shopping cart and her car. Paramedics were called and customer's blood glucose was 23 mg/dl. Follow up call was made to customer and customer advised that healthcare professiona made adjustments to settings and things were better.